Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Citation: minim invasive gynecol. 2024 aug 16:s1553-4650(24)00347-9. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: title: case of puerperal sepsis associated with hemostatic surgicel authors: cristobal rodriguez, et al. Citation: j minim invasive gynecol. 2024 aug 16:s1553-4650(24)00347-9. This case involves a 6th-day post-operative cesarean delivery patient who developed uterine atony and was treated with the b-lynch technique and hemostatic agents in kerr. Reported complications include: the patient developed fever and abdominal pain. A CT scan confirmed the presence of an abdominal abscess at the surgical site, we decided a laparoscopic approach. Removal of the infected surgicel facilitated complete recovery within 5 days, leading to discharge.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: e 1. Initial reporter first name, e 1. Initial reporter last name. Additional information: e 1. Initial reporter email, e 2. Health professional? Additional information was requested, and the following was obtained: the full literature article has been attached to this report. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 2. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 3. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 4. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: the full literature article has been attached to this report. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.